Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had a leak anomaly. The customer noticed that there was insulin on the reservoir compartment. Their blood glucose level was 236 mg/dl. The customer reported that the same issue happened with a 1 reservoir with a previous box. The customer had not noticed any physical issues with the reservoir. They were asked to dry the reservoir compartment and call back if they have any further issues with reservoir leaks. The product will not be returned for analysis.